Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had horrible pain since (B)(6) at 3am. Stimulation did not seem to be working in the right foot and leg. The patient was unable to travel; they had interstitial pneumonia and was terminal, the patient could not leave the house. The right leg was under program 1 and the increased and decreased stimulation, but nothing seemed to help the pain. It was noted that the patient was terminal and laid in a recliner and did not get up at all. It was verified that stimulation was on and was able to increase, but did not get any pain relief with increase. The pain was worse with increase so the spouse decreased the stimulation, but the patient was still feeling pain. The patient had almost no sleep since (B)(6). The manufacturer representative would be seeing the patient on (B)(6). It was noted that the patient was medicated or confused based on their illness and was not able to respond to questions of where he was feeling tingling with the new program group b. Sensor settings in various positions based on group a were set up because the patient was not able to get into any other position or respond to questions. The patient was instructed to go to the hospital if the new settings were not helpful in reducing the pain on their right leg. The pain in the right leg was a sudden onset and was thought it might be due to a different cause. If additional information is received, a follow-up report will be sent.